Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on home pd system kaguya set. This alarm occurred during set-up, before the patient connected. It was reported that the floor was wet. The call center staff explained the alarm to the patient and advised to start therapy over with new supplies. The patient tried the therapy using a new kit and the problem was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.